Manufacturer narrative:
The device received blank display due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to confirm motor error alarm, low battery alarm or perform the operating currents measurement, self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery tests due to blank display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump display was blank and also had a motor error. The customer¿s blood glucose level was 214mg/dl at the time of the incident. The display did not return even after inserting new battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.